Event description:
It was reported that the device was used during an unknown procedure. It was reported that the hand piece did not function and a solid tone was heard. The case was completed with another hp052. There was no patient consequence.